Manufacturer narrative:
Product analysis: customer comment was not confirmed by operation test with console or manual output at reception. The epg case was opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies were found with functional test and performance test by test console. A service label was attached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, pacing failure occurred and therefore pacing was treated by using another epg. Adjustment of the output was performed but the issue persisted. It was noted that maintenance and inspection had not been performed on the device for a while. The epg was returned for servicing. No patient complications have been reported as a result of this event.